Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bag volume percentage of several sensica device was buggy and inaccurate. Biomed witnessed once where the bag was removed to move sensica device. It was stated that when the bag was placed back on the ring, the bag volume percentage dropped to 0 percent. A nurse complained that one sensica unit would turn on and immediately showed a low battery alarm and then it shut off. The representative investigated this issue and found that detaching and reattaching all the power connections resolved the issue. Another nurse complained that another sensica unit was not turning on. Biomed investigated the issue and found that detaching and reattaching all the power connections resolved the issue. Several nurses complained that the monoplug adapters were too tight and could not be easily disconnected, or often disconnected at all. Two nurses complained that the instant update alarm would be dismissed and repeatedly reappeared making an annoying amount of noise for both the clinician and the patient. It was also reported that several nurses commented during training that the ring removal tab was not clearly indicated and difficult to see, making it difficult to remove the ring.

Event description:
It was reported that the bag volume percentage of several sensica device was buggy and inaccurate. Biomed witnessed once where the bag was removed to move sensica device. It was stated that when the bag was placed back on the ring, the bag volume percentage dropped to 0 percent. A nurse complained that one sensica unit would turn on and immediately showed a low battery alarm and then it shut off. The representative investigated this issue and found that detaching and reattaching all the power connections resolved the issue. Another nurse complained that another sensica unit was not turning on. Biomed investigated the issue and found that detaching and reattaching all the power connections resolved the issue. Several nurses complained that the monoplug adapters were too tight and could not be easily disconnected, or often disconnected at all. Two nurses complained that the instant update alarm would be dismissed and repeatedly reappeared making an annoying amount of noise for both the clinician and the patient. It was also reported that several nurses commented during training that the ring removal tab was not clearly indicated and difficult to see, making it difficult to remove the ring.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is software issues. However this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure.  The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bag volume percentage of several sensica device was buggy and inaccurate. Biomed witnessed once where the bag was removed to move sensica device. It was stated that when the bag was placed back on the ring, the bag volume percentage dropped to 0 percent. A nurse complained that one sensica unit would turn on and immediately showed a low battery alarm and then it shut off. The representative investigated this issue and found that detaching and reattaching all the power connections resolved the issue. Another nurse complained that another sensica unit was not turning on. Biomed investigated the issue and found that detaching and reattaching all the power connections resolved the issue. Several nurses complained that the monoplug adapters were too tight and could not be easily disconnected, or often disconnected at all. Two nurses complained that the instant update alarm would be dismissed and repeatedly reappeared making an annoying amount of noise for both the clinician and the patient. It was also reported that several nurses commented during training that the ring removal tab was not clearly indicated and difficult to see, making it difficult to remove the ring.